Event description:
It was reported that needle 21ga 5/8in detached from the syringe. The following information was provided by the initial reporter: "since the beginning of this week (9 march) they have had problems with our microlance-needles. Especially the green (21g) but maybe also blue (23g). No problems with orange, yellow and pink. The problem they have is: very hard to take off the plastic cover, they really need to pull very much to get it loose. The needle drops off sometimes when they use medication with high viscosity (harder to push). They use the bbraun omniflex-syringes. They haven´t had this issue before, when they have used our microlance needles. Is it just this batch /lot, or is it something new in the production-process? (They only have this lot-number in the clinic today) they have no used microlance-needles to collect today, but I have asked them to take out 10 green microlance-needles so that we can evaluate. One problem occurs before using the needle (to take off the hat) and the other one, that the needle falls off when attached to a syringe, is better to test before they press it to fit the syringe. Therefore I think it is ok to test the unused needles. If you want me to ask them to collect used needles, I will."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-30. H.6. Investigation summary a device history record review was performed for provided lot number 200120 and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incidents. To aid in the investigation of this issue, ten unused samples and ten used samples were provided for evaluation by our quality engineer team. A test which measures the necessary pull force in order to separate the shield from the hub was performed on the returned samples; all of the pull force results were within specification. The needles were then assembled with a bd syringe and functionally tested; however, no signs of leakage or connectivity issues were observed. Based on the investigation results, an exact cause could not be determined for this incident. Based on the provided feedback, it is possible that the product involved in the reported incidents had defective luer dimensions, damage to the syringe tip, or that the product was handled incorrectly. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21ga 5/8in detached from the syringe. The following information was provided by the initial reporter: "since the beginning of this week (B)(6) they have had problems with our microlance-needles. Especially the green (21g) but maybe also blue (23g). No problems with orange, yellow and pink. The problem they have is: very hard to take off the plastic cover, they really need to pull very much to get it loose. The needle drops off sometimes when they use medication with high viscosity (harder to push). They use the bbraun omniflex-syringes. They haven´t had this issue before, when they have used our microlance needles. Is it just this batch /lot, or is it something new in the production-process? (They only have this lot-number in the clinic today). They have no used microlance-needles to collect today, but I have asked them to take out 10 green microlance-needles so that we can evaluate. One problem occurs before using the needle (to take off the hat) and the other one, that the needle falls off when attached to a syringe, is better to test before they press it to fit the syringe. Therefore I think it is ok to test the unused needles. If you want me to ask them to collect used needles, I will."